Event description:
New information received notes over-sensed noise was observed by remote transmission via merlin.net. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
(B)(4) - UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for follow up with noise exhibited by the right ventricular lead. No interventions were reported. Further information was requested, but not received.